Event description:
It was reported that the device had a malfunction. Follow up was attempted to obtain additional information on the complaint, but was unsuccessful. The status of the device is unknown. No patient complications have been reported as a result of this event.